Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer, preventing a physical evaluation from being performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a blood leak that occurred with a combi set at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by the nursing staff. The 2008t machine dialyzing the patient also alarmed. The biomedical technician stated that a red connector on the tubing of the combi set did not appear to be properly glued. The patient¿s estimated blood loss (ebl) was approximately 400 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.